Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a colectomy procedure the doctor fired the device successfully, and after rotating the knob one half to three quarters of a turn to release the device, the doctor didn't feel the release of the device. The doctor rotated the knob an additional full turn, managed to release the device but noticed an anastomosis leak. The doctor released more colon and used a second like device to create the anastomosis to complete the procedure. There were no patient consequences reported. The device was discarded.